Manufacturer narrative:
Patient weight, ethnicity and race unknown. There is no relevant history. Based on the lot number of the device, this device was produced prior to the UDI deadline for class I, therefore UDI is not present. The device is not implanted, therefore implant/explant dates are not applicable. Reprocessor does not apply. No known concomitant medical products and therapy dates. User facility/importer does not apply. Ind is not applicable. Not applicable.

Event description:
During a surgical cleaning ((B)(6) 2019) of the furcation area on tooth 46, the tip fractured off and was left in situ. Patient was advised of problem and dentist wanted to see if she healed and tip appeared. It did not, so she returned to office and it was removed surgically on (B)(6) 2019.